Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the coating on the catheter was uneven and the tip was sharper than usual. The catheter was replaced for the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. It was found that the coating was not uneven. The coating had a brown tint, and the entire shaft was tinted brown. The funnel was a natural translucent silicone color because the funnel was not coated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the coating on the catheter was uneven and the tip was sharper than usual. The catheter was replaced for the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. It was found that the coating was not uneven. The coating had a brown tint, and the entire shaft was tinted brown. The funnel was a natural translucent silicone color because the funnel was not coated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the coating on the catheter was uneven and the tip was sharper than usual. The catheter was replaced for the patient.